Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and that an empty cartridge alarm occurred. A cartridge change was performed to address the issue. Multiple attempts were made by tandem technical support regarding the issue, but the alarm could not be confirmed. There was adverse impact to the customer¿s blood glucose level.